Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the failure was most likely stress. The cause of the stress could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a dent in the outer tube. There was no patient involvement.